Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) system exhibited a loss of capture at 10 volts difficulty upon attempted interrogation and ultimately displayed a message indicating it was in 'fallback' mode.